Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
Recipient's hearing performance with the device is affected. Recipient can mainly hear low sounds with poor speech perception. No trauma or accident is reported. When the recipient sneezes or touches the implant side as well as when yawning, the sound becomes lower and louder. No information about further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. He can mainly hear low sounds and has poor speech perception. When the user sneezes or touches his ear or yawns the sound becomes lower and louder.